Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-sep-2019 with the following findings: a review of the black box showed a pump reboot on (B)(6) 2019. A visual inspection of the pump revealed the battery compartment was cracked. The battery cap was not returned. A test battery cap was able to secure to power on the pump. The pump was exercised for 12 hours with no power issues. Unrelated to the complaint, investigation revealed a dim, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.